Event description:
Pt experienced bleeding after surgery, doctor had to take the pt back to surgery due to bleeding after the original surgery. Doctor did not attribute the bleeding to the device. Doctor did not claim a malfunction of the device. Pt was doing well at the time of the report.

Manufacturer narrative:
Findings: no product will be returned. No indication of a malfunction.